Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: when the doctor opened the package, it had a cotton ball inside the tube. Defect discovered prior to use on a patient during inspection/functionality testing.